Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that right ventricular (rv) lead was explanted due to high thresholds and replaced with a different rv lead. No additional patient adverse effects were reported.